Event description:
It was reported that the subject device had an image problem. There were no reports of patient harm.

Manufacturer narrative:
The device has not been returned by the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation has been completed or additional information has been received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation was confirmed due to a faulty video cable. Based on the results of the investigation, the most probable cause of this complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had an image problem or claims camera is defective. There were no reports of patient harm.